Manufacturer narrative:
Product inquiry states both drills to be the subject products. No further associated products were reported. The reported event was not confirmed as the devices in question were not returned, thus a physical examination of the devices was impossible. Review of the inspection records revealed no discrepancies. Based on the information given the root cause of the reported event cannot be determined. The file will be closed formally in accordance to our procedures. In case the items and or additional information become available the file will be reviewed and reopened. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
The pharmacist at the hospital, reported the following event : during use of the s2 nail kit last december 2nd, in the operating room of our hospital, two drills broke without apparent reason. It was impossible to retrieve all the debris. (B)(6) got informed today about this event.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The pharmacist at the hospital, reported the following event: during use of the s2 nail kit last (B)(6), in the operating room of our hospital, two drills broke without apparent reason. It was impossible to retrieve all the debris. (B)(6) got informed today about this event.